Event description:
Reporter alleged blood glucose device read 222, 84,and 243 mg/dl when all test were perform within 10 minutes, on the advantage system (advantage meter, strip lot 549250, expiration date 11-30-2007). Pt did not provide the location where the discrepant results were obtained. As a result, customer took normal insulin dosage, but no other action were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent. The suspect product is the comfort curve test strips.